Manufacturer narrative:
(B)(4). A vyaire field service representative(fsr) evaluated the device onsite and found that the system was set to patient mode. Mode was changed to advanced by entering the password in advanced level.no root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 us display not showing entirety. It was divided into two and does not show entire information. There was no patient involvement reported from this event. Tests/lab data, including dates.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10 result of investigation: it was determined that the root cause of the issue was user error (not following instructions). Unit was in "patient mode" , after switching back to "advanced mode" all the four screens are visible. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.